Manufacturer narrative:
Product analysis :it was determined at analysis that the radiofrequency head failed e-field immunity tests. It was further noted that corrosion was found inside the device when opened. The device will be scrapped and replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
The radiofrequency head was returned as an associate device subsequently tested out of specification during manufacturers analysis. There was no patient involvement.